Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse checked the endoscope controller (ec) ac input, identified low voltage, and it was determined that the ec ac power cable connector to the vision side cart (vsc) patch board was loose. The fse reseated the connector at the vsc patch board, which resolved the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to an intermittent loss of power to the ec caused by a loose ac power cable connector at the vsc patch board. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted colostomy closure surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported an error had appeared on the system. Tse guided the site to power cycle the system, but the issue persisted. Tse then reviewed the system log with the site and identified that the error was related to the endoscope controller (ec) dual camera interface board (dcib). Troubleshooting continued with additional guidance to power cycle the ec and reseat the fiber between the ec and video processor (vp), after which the caller confirmed the issue was resolved. However, after using the system for approximately fifteen minutes, the error reappeared, and the system was down. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the date and time of the da vinci surgery was 14-nov-2025 at 9:12am. The procedure was converted to traditional laparoscopic surgery. It was unknown if port incisions were increased or additional ports were placed. The patient tolerated the change. It is not applicable for arms to be disabled as they gave up use of the da vinci system. The ports were placed when the error returned when the subsequent phone call was made.